Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading the morning of the admission was 422mg/dl. The customer's mother stated that his son's blood glucose continues being higher. Troubleshooting was performed. The programming and settings on the insulin pump were correct. Ran a fixed prime test and passed. No further information was provided.